Event description:
It was reported that the patient had recently begun experiencing episodes of bradycardia. It was reported that the relationship of the bradycardia to vns therapy is unknown. It was recommended by device manufacturer to have patient follow-up with a cardiologist to determine the relationship to device stimulation. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
On (B)(6) 2014, the patient¿s neurologist reported that the event did not occurred with her and may have happened at an outside facility. No details were available. A repeat EKG with the patient¿s primary care physician on (B)(6) 2014 showed a heart rate of 65.